Manufacturer narrative:
Investigation is ongoing. Follow-up report will be submitted.

Event description:
A customer contacted haemonetics on (B)(6) 2011 stating that they were notified of an alleged donor event after plasmapheresis on the mcs+ 9000. The donor alerted the blood center on (B)(6) 2011 that after her donation on (B)(6) 2011, she felt lame in her arm. Later that evening, she saw flashing lights and felt lame on her right side. The next day, she was having difficulty speaking and was admitted to the hospital. On (B)(6) 2011, the donor had surgery to remove a clot in her main artery on the left side of her neck. No abnormalities were noted during the procedure.